Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2024 physician used a venaseal closure system to treat a 200mm soft tissue lesion in the patients right distal great saphenous vein (gsv). There were no abnormalities reported in relation to anatomy. The area treated was gsv knee to ankle, and there were no issues while treating that segment. The physician tried to advance the catheter and wire and push through the tortuosity area above the knee but was unsuccessful. The catheter tip was not 5cm caudal to sfj, the catheter never went that far. There was compression of gsv after each trigger and pullback of 3cm. Post op, thrombus was reported at follow-up scan on (B)(6) 2024. The thrombus was in the deep vein. The thrombus was not extended from the sapheno-femoral junction (sfj). Symptoms occurred between days 2-14 after procedure. The thrombus was found near the gastric veins. There are no known patient allergies. There are no known co-morbidities. Physician prescribed the blood thinner eliquis. Issue is still present.